Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional log files were received that the patient, who had a history of outflow graft thrombus. The patient had power spikes up to 23 and high flows. The log file captured rotor instability flags and high pump power values throughout the event history. History of outflow graft thrombus reported under MFR# 2916596-2023-02131.

Manufacturer narrative:
B5 - additional information. H1 - changed to serious injury. H6 - codes updated to reflect h1. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional log files were pulled on 21sep2024. The log files contained elevated motor power readings, elevated estimated flow readings, elevated motor temperature along with motor instability and centering faults. These parameters may indicate something was interfering with rotor rotation. The patient was noted to have dark urine.

Manufacturer narrative:
B5 narrative info h6 - adverse event problem health effect - impact code no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient underwent a pump exchange on (B)(6) 2024.

Event description:
It was reported that log files were submitted for analysis for a possible ingestion. The log file captured an increase in power to 52 watts with left ventricular assist device (lvad) temperatures up to 80c. There were also speed drops below the low-speed limits, pump stops, and lvad internal faults and pump rotor flag issues. This could be suspect of pump ingestion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of increased pump power and lvad internal faults were confirmed via the provided log files. The submitted log files showed elevated powers and multiple lvad related faults on (B)(6) 2024. The heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was exchanged and returned for evaluation. Upon disassembly of the returned pump, visual inspection revealed a hardened black deposition in the interior of the pump cover. The deposition within the pump cover was not strongly adhered and did not reveal evidence of laminated layering, suggesting that it likely did not form in this area and was likely ingested into the pump. The exact origin of this deposition could not be conclusively determined through this evaluation. The ingested deposition in the pump cover could have contributed to the changes in pump parameters seen in the submitted log files. Upon removal of the deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Although a specific cause for the observed deposition could not be conclusively determined, the deposition was obstructing a significant portion of the blood flow path and would have contributed to the increase in power and temperature, as well as the speed drops and pump stops noted in the submitted log files. The relevant sections of the device history records for (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.